Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the anterior descending branch artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck during pullback as the guidewire became entangled, and it could not show the image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues were found, the device appears to be in good conditions. Microscope inspection showed the guidewire exit port and tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically based on a review of the reported event details and available information. The returned device exhibited an electrical failure; however, the probable cause of the failure could not be determined. For the reported guidewire entanglement, the cause code device problem excluded was assigned following a review of the returned device, event details, available information, and product records. The device performed as intended during analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the anterior descending branch artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck during pullback as the guidewire became entangled, and it could not show the image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.